Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device had no output while being used with a patient. It was noted that the hanger assembly of the device was missing an o-ring. It was also noted that the red display wire insulation was pinched, but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output while being used with a patient. The external pulse generator was replaced and has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.